Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door did not latch with normal or light closing and required force to secure. The latch also did not open unless tension was applied to the handle before door release. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) latch appear to be failed. A field service engineer (fse) unlocked and opened the srm on refrigerator in hardware test application. After closing it, the refrigerator door could still be pulled a jar, leaving a gap while the srm was locked. The fse adjusted the srm, so it sat further back, allowing the door to close fully and sit flush when locked. The refrigerator door was tested while the srm was locked to confirm there was no remaining gap. The system functioned as intended after the field service engineer repaired the device.